Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
Reference MDR #1036844-2011-00320 for the first event involving the same pt. The rn opened another mst kit with sheath and the peripherally inserted central catheter (PICC) was not able to insert through that sheath. As a result, the kit was not used. The rn opened another (B)(4) and inserted the PICC successfully through the sheath. After the insertion was finished, the rn tested the first PICC with the two used sheath and was not able to thread them at all. There was a delay or interruption in therapy in delivering critical vasoactive medications, pt remained hypotensive until second PICC and sheath were inserted. There was no report of pt death, complications or injury. The pt outcome is the pt is still in intensive care unit.